Manufacturer narrative:
Visual analysis: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on anterior side assessed as surgical damage. Additional observations: wear abrasion observed. Creases were observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side implants rupture. Device was explanted and replaced with a non allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Visual analysis: visual analysis of the photographs identified: rupture: not observed openings on the device. Additional observations: white encapsulation observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported 'both implants rupture.' Device was explanted and replaced with a non allergan device. This record relates to the left side.